Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that huber needle is disconnecting from the extension set. Tubing is ultimately breaking. No adverse events or injury occurred to patient or worker. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause could not be determined. One 22ga x 0.75in safestep infusion set was returned for evaluation. An initial visual observation revealed the needle was bent in two different locations away from the base and the safety mechanism was engaged. The tubing was split just distal to the luer adaptor and biological residue was present within the tubing. A functional test of flushing the infusion set with water using a 12 ml syringe was performed. A leak was observed in the tubing just distal to the luer hub. Microscopic inspection of the fracture surfaces exhibited striated patterns and radiating tear marks. The investigation findings are indicative of flexural fatigue-based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors may have contributed. The device is a supplied component and the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.